Manufacturer narrative:
(B)(4). Additional information: the device was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a perforation in the blue color. The sample presented marks in the tube that matches with the slide clamp. A functional test was performed: integrity test underwater and noted a leak in the perforation. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found in the tubing of a nutriset. This event occurred during priming of the device. There was no patient involvement. Additional information was requested, but is not available at this time.